Manufacturer narrative:
Product event summary the actual device was not received for evaluation. Performance data collected from the device was analyzed and a power on reset (por) for vdd/vreg monitor occurred on (B)(6) 2012 19:52:12. A patient alert for por occurred on (B)(6) 2012 19:52:12. Battery depletion was indicated/ elective replacement indicator (eri). Time of recommended replacement time (rrt) in the save to disk was on (B)(6) 2012 with device rrt of less than or equal to 2.62 volt. Daily battery voltage trend data shows bat of 2.57 volts on (B)(6) 2012. A low battery voltage alert triggered on (B)(6) 2012.

Event description:
It was reported that the device experienced a power on reset (por), and a low battery voltage alert occurred the following day. The battery voltage dropped from 2.62v to 2.51v in one day. Followup information indicates that the patient is seeking a second opinion and no intervention has yet occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.